Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed internal bleeding on (B)(6) 2022 . The physician had performed broncho-alveolar lavage (bal) and noticed that a blood clot aspirated. The source of the bleeding was thought to be likely from a small pulmonary artery that was compromised during the biopsy. The estimated blood loss was approximately 300 ml. The patient required 2 units of packed red blood cells and ventilator support. The patient was on the ventilator from 10-nov-2022 to 12-nov-2022. The patient was reported to be stable with no recurrence of bleeding. The patient was subsequently discharged home on (B)(6) 2022 the physician believed that the device did not cause or contribute to the event, but rather, this event was attributed to known complication of bronchoscopy biopsy. Additionally, the physician believed that another modality could have resulted in a similar outcome. There was no device malfunction reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2022 , per an intuitive surgical, inc. (Isi advanced failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed internal bleeding. As a result, the patient required 2 units of packed red blood cells and placed on ventilator support. The patient was subsequently extubated and discharged home. Although the physician believes the patient most likely had a vessel that was compromised during the biopsy and there was no malfunction of an ion product, the cause of the complication is unknown.